Manufacturer narrative:
Initial and final MDR (B)(4). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with two infusion sets. The cannulas were kinked. The event occurred on 21-jun-2024 and 14-jul-2024. Patient noticed symptoms within 3 or more hours after insertion. Infusion set was used for less than 24 hours. The site of insertion was upper buttocks. Patient regularly rotated the site location. Patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Patient replaced the infusion set and successfully resumed insulin deliveries. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.